Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate were inaccurate after load multiple cartridges. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.